Event description:
Same cases as: 2134265-2015-01638 and 2134265-2015-01637. During a percutaneous coronary intervention (pci), an ilab ultrasound imaging system was used in conjunction with a coronary imaging catheter. Movement of the motordrive unit (mdu) would sometimes stop when an automatic pullback was performed. Subsequently, the ilab ultrasound imaging system was rebooted and reconnection of the coronary imaging catheter and sled was done, hence, the motordrive unit (mdu) was able to move again. Procedure was completed using the same device. No patient complications were reported.

Manufacturer narrative:
The device has not been received for analysis; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause was unable to be determined. (B)(4).